Event description:
It was reported that during a low anterior resection procedure the staple lines were only at one side so the surgeon took new magazine. The patient is well. No further information is available. No patient consequences reported. Procedure was completed with same like device. Device and reload have been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.